Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins is dead and they are not sure if the ins reached eos or not. Caller stated they are trying to get their stimulator replaced because it is causing them pain. Caller stated the implant rolls in their back and they are unable to lay on their left side because it is like a trigger spot that hurts and gives a continual pain across their back. Healthcare provider (hcp) wants an MRI to see where the lead is positioned, but caller has been instructed by imaging facility to call as they keep being told to charge their device and the caller has lost their controller. Caller stated probably about 2017 they totally stopped trying to charge their implant, as it would not charge properly and they had talked to a manufacturer representative (rep) and their other hcp left. Caller reported almost 5 years ago the pain problem started and they take hydrocodone (was taking 10s and is now t aking 7s) and wants to get off of it. Agent reviewed device information as it relates to MRI compatibility, ins eos, as well as MRI eligibility form. Agent emailed caller physician listing and MRI eligibility form and redirected to hcp. Caller was noticeably distressed and said they have gotten nothing but the run around. 2024-dec-19: additional information was received from the patient. They reported that during a move they lost the external devices and never got a replacement. Hence, they did not charge the device since then and now it is dead and probably at the end of life because it is close to 10 years old. Patient said the device is implanted in the back where they can¿t reach or see but thinks the device has just rolled a little. It doesn¿t flip or roll, but they think it is tilted and that is how it was implanted. Patient has had charging issues since being implant. Patient wants to have an MRI done because they can¿t sleep on the side where the device is implanted. The hcp who implanted the device left the practice or moved a long time ago. Agent told patient about replacement company and provided their number. Patient said their device is currently dead and they have no appointments to resolve the issue. Patient sounded confused about what issue started first. At first patient said the charging issue started since implant, then at one point during the call, stated that they can¿t charge because they lost the external device, hence the difficulty charging.